Event description:
It was reported that after a da vinci-assisted surgical procedure, the nir handheld camera light guide cord was getting much hotter than expected. No system related issues or failures were observed. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed. The field service engineer (fse) contacted the customer and explained that product support recommended returning the handheld camera light guide. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.